Event description:
A hospital rep reported that during cataract surgery, the footswitch stopped operating the handpiece. The staff attempted to troubleshoot by exchanging the tip and handpiece and the system would show priming complete, but the footswitch would still not operate the handpiece. The procedure was completed by manual extracapsular cataract extraction which extended surgery time to approx one hour. Add'l info from the surgeon indicates the pt required 12 corneal sutures, the iris was "ragged", and the intraocular implant was partially in the sulcus. The pt was prescribed extra eye drops, scheduled for extra appointments and is expected to have prolonged recovery time. The surgeon noted that they were not aware that recycling the system might solve the problem.

Manufacturer narrative:
Eval summary: the company rep examined the system and no problem was found. The company rep checked seven handpieces. One (1) loaner handpiece was found to be working intermittently due to a kinked cable entry. The customer was advised not to use this handpiece. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).